Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The reported patient effect of angina is listed in instructions for use xience alpine everolimus eluting coronary stent systems as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The 3.5 x 15 xience alpine is filed under a separate medwatch report number.

Event description:
It was reported that on (B)(6) 2017, a 3.25 x 15 mm xience alpine stent was implanted and on (B)(6) 2017 a 3.5 x 15 mm xience alpine stent was implanted. On (B)(6) 2017, the patient returned with chest pain. Percutaneous transluminal coronary angioplasty (ptca) was performed and medications were optimized. No additional information was provided